Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer was treated at the emergency room with novolog and levamir. The customer was hospitalized for diabetic ketoacidosis. The customer had high readings for a whole night. The customer was assisted with reprogramming the basal rates. The customer thinks the settings might have caused the high readings. The customer declined to troubleshoot.